Manufacturer narrative:
.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and a 3.5 x 18 mm xience v stent was deployed in the proximal rca. In 2008, reportedly the patient died. Reportedly, the patient suffered a cardiac arrest while at extended care facility and was transported to the emergency room (ER) via ambulance with acls support. Upon arrival at the ER, the patient do not resuscitate status was confirmed, acls support withdrawn and the patient was pronounced dead. The cause of death is listed as cardiopulmonary arrest. No additional event or patient information is available.